Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low sodium (na) and an erroneously high chloride (cl) results generated by the unicel dxc 800 synchron clinical systems. The results were not reported out of the lab. The original sample was re-tested on the same analyzer. The repeated results correlated with the delta check results and were reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is calibrated four times a day followed by a qc run. Prior to and after the event qc results were within the lab's established reference ranges. No bci service was requested. The customer had cultured the laboratory di water system and the culture was positive. The di system is not part of the dxc analyzer, but delivers di water to the instrument. The customer has requested service for the di water system a clear root cause for this event has not been identified.